Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a cryo-ablation procedure for atrial fibrillation, when inserting the catheter into the sheath, air entered. Negative pressure was applied with the syringe, and air entered when it was pulled strongly, but no air entered when it was pulled gently. The procedure was completed without replacing the sheath and there were no adverse consequences to the patient. After the procedure, before hemostasis, a similar issue was observed even though there was no catheter inside the sheath.